Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that per preventive maintenance, installed test mixing pump to cool in an arctic sun device.

Event description:
It was reported that per preventive maintenance, installed test mixing pump to cool in an arctic sun device. Per sample evaluation results on 12mar2025, deterioration and tearing found in the seals upon removal of the pumps during servicing. Sheared off bolt found in one of the pem nut plates.

Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a failed mixing pump. The device was evaluated upon receipt. Installed test mixing pump to cool. Serviced mixing pump. Performed pm procedure. Deterioration and tearing found in the seals upon removal of the pumps during servicing. Sheared off bolt found in one of the pem nut plates. Serviced circulation pump. Replaced heater, manifold o-rings, drain valves, tank tubing, tank seals, outer shell. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Correction: d,e,f,h UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.